Manufacturer narrative:
The device has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: a review of the pump¿s user settings showed no errors and warnings related to the complaint. The pump returned with insulin on board feature (iob) enabled with duration set to 4.5 hours. A 10u audio bolus and a 10u normal bolus were successfully performed and accurately recorded in the bolus history. The iob status screen correctly showed 20u #3. An ezcarb bolus was programmed with bg corrections and the pump was found to be accurately calculating bolus totals. The investigation determined that the pump was functioning within the required specifications and was without malfunction. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board was not calculating correctly into the bolus total. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.